Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegations of death, kidney disease/toxicity and lung disease. In addition, the customer reported allegations of eye, nose and respiratory tract irritation. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 08/19/2025 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegations of death, kidney disease/toxicity and lung disease. In addition, the customer reported allegations of eye, nose and respiratory tract irritation. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation of the device at the manufacturer's product investigation laboratory, the device was visually inspected and found no evidence of foam degradation. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and was not able to confirm the complaint or address the symptoms specified. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d, section g and h is updated in this report.